Manufacturer narrative:
Citation: costa g et al. Early outcomes comparison of tavi using three different second-generation prostheses - edwards sapien 3, medtronic evolut r, symetis acurate neo tf. J am coll cardiol. 2018 sep, 72 (13_supplement) b312, tct-782. Doi: not available. The abstract pdf was attached to the report. Earliest date of publish used for date of event in b3 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding a comparison of the early patient outcomes following transcatheter aortic valve implantation (tavi) with second generation devices. All data were collected from a single center between september 2014 and february 2018. The study population included 348 patients with a mean age of 81 years. Of those, 111 patients were implanted with medtronic evolut r transcatheter valves. No serial numbers were provided. Among all patients, the 30-day all-cause and cardiovascular mortality rates were 1.8% and 1.2%, respectively. Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events observed within 30 days after tavi included: permanent pacemaker implantation and major stroke. At 30-day transthoracic echocardiography assessment, patients treated with a specific type of non-medtronic transcatheter valve showed a higher mean transvalvular gradient compared to evolut r recipients. No treatment or intervention was reported as a result of high mean transvalvular gradients. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Corrected data: b3. Changed to the date of e-publish: september 17, 2018 (date valid) obtained the abstract doi: 10.1016/j.jacc.2018.08.2013 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.